Event description:
A report was received that the patients ipg would no longer hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patients ipg would no longer hold a charge. The patient will undergo an ipg replacement procedure.